Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no specific event date was reported. (B)(4). An epic biliary endoscopic stent and delivery system were received for analysis. The stent was received partially deployed. Visual examination was performed and it was found that the sheath was buckled. No other issues were noted to the stent and delivery system. The reported event of stent failure to deploy is likely due to something restricting the sheaths ability to move. The observed failure of sheath buckled is most likely due to the device meeting some resistance during advancement of the delivery system. The investigation concluded that the observed failures of stent partially deployed and sheath buckled may have contributed to the deployment issue. Procedural factors such as the interactions with another device likely contributed to the resistance which led to the creation of the damages. Once the sheath is damaged, it can contribute to deployment failure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/ product label.

Event description:
It was reported to boston scientific corporation that an epic biliary endoscopic stent was to be implanted during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. During the procedure, the stent was unable to deploy. The stent was removed from the patient and another epic biliary stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the stent was partially deployed.